Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level exceeded 500 mg/dl due to the issue, with a specific value displayed as "high." To address the issue, the customer administered a correction bolus via the pump but did not require third-party assistance. Technical support provided step-by-step instructions to inspect and clean the pump, although the customer was ultimately unable to successfully load a new cartridge. Further assistance was required, and the customer was advised to call back for help with filling a new cartridge.